Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the device goes off by itself and they have to turn it back on. The ins was at 50%. This had happened before. No symptoms were reported.